Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. No cracked/broken/detached retainer ring noted. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched case, cracked case at the corner of the belt clip rail, stained serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed in the battery compartment. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 28-jul-2025 (primary svn 000320400192), 21-jul-2025 (related svn 000320400191) and 23-jul-2025 (related svn 000320463841) listed on smartsolve due to insufficient data in the trace/history files. Perform the history review on the date range jul-15-2025 to jul-28-2025, addressing all 3 events dates 28-jul-2025 (primary svn 000320400192), 21-jul-2025 (related svn 000320400191) and 23-jul-2025 (related svn 000320463841), there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia) and high bgs (hyperglycemia). Damage- cracked case battery tube confirmed at the back of the pump. Damage-retainer ring damage not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the battery compartment, experienced hyperglycemia and hypoglycemia. The customer blood glucose value was unknown. The hyperglycemia and hypoglycemia was treated at hospital. The event involved product mmt-1884, mmt-332a, unomedical. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No further patient complications were reported. No product return was required for mmt-332a, unomedical. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.